Event description:
Customer states that the ev9 re-usable needle guide attachment caused an abrasion on a pt during a procedure.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.